Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) medical school hospital. The following events happened during the re-operation regarding (B)(4). - the surgeon heard unusual noise from the screw driver (part#: 279722400, lot#: mi45799) when replacing the di screw (7-45 mm) with another size of 8-45 mm at l3 (right side). - he noticed that the tip of the screw driver was broken, and the broken tip was stuck in the di screw. - to remove the di screw together with the broken tip was one of his options, however, he did not remove the ID screw for fear that loosening might happen. - as a result, the broken tip was left in the screw. The re-operation was completed without any delay. We are requested by the surgeon to submit an in-depth investigation that should contain the following issues. - reasons for breakage of the screw driver. - frequency of use and how to maintain the device.

Manufacturer narrative:
Product complaint # (B)(4). One expedium di quick-connect polyaxial screwdriver was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided for analysis. Optical imaging revealed plastic deformation indicating a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure. A review of the device history records found no issues that could have caused or contributed to the reported event. Trending is reviewed and evaluated as part of the depuy spine monthly complaint review meeting. A definitive root cause can not be determined however the investigation suggests that the driver was subjected to higher than anticipated torsional stresses. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Additionally, no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.